Event description:
It was reported that, nineteen days after the implant procedure, the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact. Additionally, diminishing r-waves were noted. The device remains in use. No patient complications have been reported as a result of this event.